Manufacturer narrative:
The device was reported to be returning, but pending receipt. Currently the review of the device history record is in progress. Results will be provided once the eval and investigation have been completed. At this time I-flow is pending the return of the device for an eval. The investigation is ongoing, once completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 146 ml + 6 ml of tubing (total 152 ml). Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: port in right chest. (Please refer to 2026095-2014-00134/comp-(B)(4), 2026095-2014-00135 (a)/(B)(4), 2026095-2014-00136 (b). Report 3 of 4. The pharmacist called the complaint hotline and reported a c-series home pump finished infusion in 16 hours instead of the expected 24 hours. The pump was filled on (B)(6) 2014, at 10:40 by the hospital pharmacy tech. Around 7:00 the following day the pt came back to the hosp for a refill because the pump ran too fast. Following the infusion, the pt complained of fatigue and instability; however, the pt was also taking ativan 1 mg and zofran 8 mg every 6 hours. No additional med intervention was given. Pt outcome was unk, but the pt was sent home.